Event description:
Falsely elevated troponin I results were obtained on four patients within a 24 hour period. The results were reported to the physician. The samples were retested and negative results were obtained. Two patients were transferred to another facility, but patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a clogged aspirate probe.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a clogged aspirate probe. The instrument is operating within specifications.